Event description:
It was reported that the patient underwent a revision surgery due to the inflatable penile prosthesis (ipp) tubing being uncomfortable. During the procedure the existing preconnected pump and cylinders were removed and replaced for a new preconnected system. The original reservoir was left implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.